Event description:
This event is reportable based on the analysis completed in 2009. The event was reported as difficulty crossing the lesion; however, the returned product revealed stent damage. The 95% stenosed target lesion was located in the calcified, highly tortuous left common iliac artery. Predilation was performed and an attempt was made to cross the lesion with the express vascular ld stent. The device was unable to cross the lesion and the procedure was not completed as another device was unavailable. There were no patient complications and the patient was reported to be "good". This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The stent was crimped in place on the balloon. The stent was slightly curved with raised struts 11mm proximal to its distal end. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.